Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported that following the implant procedure the patient experienced pain and weakness in the legs. As a result, the patient was explanted and hospitalized. Reportedly the symptoms resolved following the explant and medication.